Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula was observed to be stretched with the length measuring out of specification. Though the soft cannula was stretched, fluid was able to flow through the complete fluid path with no issues. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The exact timing and cause of the soft cannula damage could not be determined. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined.

Event description:
It was reported the patient¿s blood glucose level reached 15 mmol/l (270 mg/dl). The pod was worn between 5 and 24 hours on the leg. It was noted that the cannula was possibly not inserted correctly into the infusion site. Hyperglycemia treated with a new pod and manual injection.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.